Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer booted to a system error and the hard drive was reconfigured and the software reloaded to resolve. (B)(4).

Event description:
It was reported that the programmer booted to an error. The programmer was restarted multiple times but the error recurred. The error informed that it was a "serious programmer problem" and that "to restore permanent parameters, remove the [radiofrequency] rf head." It also instructed the user to "call medtronic." The programmer was returned for service. No patient complications have been reported as a result of this event.